Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was report that "during a surgery, it was impossible to extract the trial theos head from the cup, despite the use of an extractor." Surgeon couldn't extract the head from the cup and therefore implant another cup from competitor.